Manufacturer narrative:
(B)(4). The customer reported the device displayed ECG fault (error). There was no report of patient involvement or negative patient impact. The philips representative confirmed the condition reported by the customer and also confirmed an extended test pads/paddles ECG front end failure error code 90009. The philips representative resolved the issues by replacing the power pca.

Event description:
The customer reported the device displayed ECG fault (error). There was no report of patient involvement or negative patient impact.